Event description:
It was reported the purchasing agent received the handpiece with the note "not working" and no further info. The biomed dept was not avialable and the customer is requesting evaluation of the handpiece.